Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had requests for rebooting during active use on the device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a report request for all devices was needed. A technical support specialist mentioned that the stations for devices had been rebooted while in use between 5/9 and 5/19/2025. The tss checked each station one by one to get the event ID 41, which indicates a power issue. Upon checking, two of the devices were found to be affected. The tss sent the results for the remaining stations and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had requests for rebooting during active use on the device. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.